Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified the link screw gaps were out of specification which contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported door not fully latched alarms which were not reproduced but the alarms were verified through a review of the event history log and found to be caused by the link screw gaps out of specification, and the link was adjusted. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection identified a missing lower latch switch which contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported system error 320 alarms which were reproduced. System error 320 alarms were verified through a review of the event history log and found to be caused by a missing lower latch switch. The lower auxiliary assembly which contains the latch switch was replaced. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a door not fully latched and system error 320 alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.